Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 01-apr-2016, fse arrived at the site to address the reported event. Inspection of the device revealed that the specimen syringe assembly motor was locking up, even without power. Fse replaced the assembly, driver board, and bent nozzle. He was subsequently able to run controls, which were verified to be in range. No further action required was required by field service. The most probable cause of the reported event was due to a damaged driver board.

Event description:
On (B)(6) 2016, the customer reported receiving "error 4013 spec sy home not found" with their a1a-360 analyzer. The customer attempted to troubleshoot by performing "all set home" twice, inspecting the sample probe for positioning, rotating the carousel, and repeating the background check. The sample probe was noted to be bent. The error persisted despite troubleshooting efforts and the customer reported that they were unable to run samples. On (B)(6) 2016, a field service engineer (fse) was dispatched to address the reported event, which may have resulted in delayed reporting of pth patient results. There was no indication of patient intervention or adverse health consequences due to the potential delay in reporting.